Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number (B)(4).

Event description:
Patient revised on (B)(6) 2021 due to dislocation, approximately 1 month after primary surgery. Surgeon explanted the 36/+9 standard humeral cup and replaced it with a 36/+6 standard humeral cup, and then surgeon added two cortical screws for additional stem fixation.